Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed. The device was in good condition and no damages or defects were noted. Functional testing found the values were valid, no difference found, and readings were stable as expected. The root cause of the issue could not be determined because the device was not tested using the ear probe that the customer was concerned about. However, the reported issue is a known failure isolated to the use of these ear probes with the monitor. Previous investigation of the same issue on prior complaints confirmed the ear probes to be malfunctioning and causing erratic readings but the device was operating as intended when spo2 probes other than ear probes are used. A device history record (DHR) review is not applicable in this case because the defective ear probe manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, with use of the device, the size of the ear probe was too big, proved difficult to position properly, and the readings were very erratic. No patient injury was reported.